Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The customer stated that notification light stops flashing immediately. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device passed the displacement test. The device alarmed trace pointers are invalid, history pointers failed, and post-reset ram crc alarm immediately after battery installation, power supply test failed during self-test. During self test, and power error detected alarm is found in the downloaded traces due to lithium backup battery was not properly connected to electrical board. After reconnecting the internal battery connector on electrical board the device was monitored and is functioned properly.